Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to discomfort.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Visual examination of the provided photographs confirmed the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Visual examination of the provided photographs confirmed the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jul 13, 2017: litigation received. In addition to what was previously reported, litigation alleges pain, friction and wear, inflammation, clicking and popping sensation, limited rom, and elevated cobalt-chromium levels in the blood. Stem was added due to the alleged elevated metal ions. Complainant information was updated. This complaint was updated on: aug 4, 2017.

Event description:
Update oct 16, 2017: medical records received. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain, metallosis and elevated metal ion levels. Revision notes reported a significant brownish type grayish fluid, fibrous tissue, metallosis within the capsule tissue but no destruction of the muscle, and some proximal osteolysis of the femur also noted. Laboratory result for cobalt is above 7ppb. This complaint was updated on: oct 26, 2017.